Event description:
It was stated that the customer was hospitalized for high blood glucose. Prior to the hospitalization the blood glucose reading was 600 mg/dl. The customer changed the infusion set, and treated with the insulin pump and an insulin pen, but the blood glucose did not drop. It was also stated that the customer went back on the insulin pump after the hospitalization, and again experienced high blood glucose levels of 300 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.